Manufacturer narrative:
The device was returned to the factory and the reported problem confirmed. The cpu was replaced to resolve this issue. This customer reported complaint of a speaker failure alarm was determined to be the backup alarm failure e/c 1104 during the analysis of this complaint. This failure was caused by cold solder inside the piezo buzzer ls1.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed out of box with a check vent alarm; alarm speaker failure. No patient involvement reported.